Event description:
A malfunction alarm was reported with a malf 12 code, but there were no notable events prior to the malfunction, and the customer's blood glucose level was not adversely impacted. Customer service provided information on resetting the pump, assisted the caller with the process, and confirmed that the malfunction did not recur post-reset. The customer could continue using the pump and was advised to report if the issue reappears.